Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to above 250 mg/dl while wearing the pod for less than one hour. The patient stated that the cannula did not penetrate the skin properly and was positioned only on the surface of the infusion site on the arm. As treatment, a new pod was applied.